Event description:
There was a failure of a crt-d at implant. The crt-d did not work. It was disconnected and another one was connected. The second one functioned properly. The patient had a good outcome.